Manufacturer narrative:
In follow up with a medela clinician on 08/16/2017 and 08/19/2017, the customer stated that the mass was not mastitis, as evidenced by the lab results, but was instead a milk-filled mass that the doctor has drained three times. The surgeon feels it is just a bad plugged duct and recommended draining it again if it comes back. The customer stated that she feels better, but there is still a mass which is right beneath where the soft shell for inverted nipple sits on the breast. She does not wear the soft shells anymore. On 08/28/2017, the medela clinician followed once again with the customer and the customer indicated that since the mass was last drained, she has had no further problems, has no pain and a mass is no longer present. The instructions for use for the soft shells states: "only wear the breast shells during waking hours" and "wear breast shells for a half hour before breastfeeding. If discomfort occurs while wearing the shells, discontinue use."

Event description:
On (B)(6) 2017, the customer reported via email that she used the soft shells for inverted nipples. She found that they helped, so she wore them 24/7. She alleged that she developed a huge mass in her breast. Her doctors are not sure what it is, but they have done an ultrasound and aspirated the mass and now say that she needs surgery.